Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge jumped up from 65% to 100% after being connected to a power source. The battery gauge later dropped back down to 65% after being disconnected from the power source. The customer's blood glucose level was 260 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery gauge malfunction could not be evaluated due to damaged usb pins.